Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2014-00015 and 3005099803-2014-00014 address these devices. It was reported to boston scientific on (B)(6) 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure, the two resolution clips did not deploy correctly. The procedure was completed with a third resolution clip device which came from the same box. It was confirmed with the (B)(4) manager on january 9, 2014, that two clips were used in the esophagus for a hemostatic clipping procedure but upon deployment, the clips were not able to grasp onto tissue. Since it was confirmed that the clips did not lock onto tissue, the clips could not have failed to release from the catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Thus, this event is deemed not reportable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2014-00015 and 3005099803-2014-00014 address these devices. It was reported to boston scientific on (B)(6), 2013 that two resolution clip devices were used during a procedure. According to the complainant, during the procedure, the two resolution clips did not deploy correctly. The procedure was completed with a third resolution clip device which came from the same box. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.